Manufacturer narrative:
Some time later, the patient did pass away. The local area representative for boston scientific confirmed that currently there is no allegation or evidence that the lead caused or contributed to the patient's death.

Event description:
Boston scientific recived information that this transvenous right ventricular (rv) lead became caught on the patient's tricuspid valve during attempted implant. Multiple attempts and methods to remove the lead were unsuccessful. The physician elected to surgically abandon this lead.